Event description:
Product complaint received from facility reporting a "blood leak" in a new, dry pack dialyzer. The internal leak was detected by machine alarm and the treatment was stopped. The circuit of extracorporeal blood was discarded, estimated blood loss 230-250ml due to this discard. The dialysis treatment was restarted with a new dialyzer and the pt tolerated the leak without adverse effect. No medical intervention was required. MDR filed on reported blood loss. Sample discarded.

Manufacturer narrative:
No sample was returned to the mfg site for eval. Review of mfg and inspection record do not indicate anything that would have caused or contributed to the reported problem. Review of complaints rec'd do not indicate that a trend exists. Co will continue to monitor.